Event description:
The customer received blood glucose readings of 247 and 283mg/dl on the contour next link but the readings were inconsistent with his behavior. He was "out of it" and talking crazy. He also received a glucose reading of 49mg/dl. A friend was giving him sugar to raise his blood glucose, and an ambulance was called. The paramedics retested him, and their reading was 70mg/dl. Information on whether or not the customer was treated by the ems was not provided. The customer was advised to return the test strips for evaluation. New meter and strips were sent to him.